Manufacturer narrative:
Eval summary - the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. File info provided indicated the use of an unk cartridge/handpiece combination and an unapproved viscoelastic. The product history records could not be reviewed for the associated cartridge because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info by phone, fax, and mail. A completed questionnaire was received on (B)(4) 2013. (B)(4).

Event description:
A technician reported that following an intraocular lens (iol) implant procedure, the iol rotated ten degrees off axis. Add'l info was received from the technician reporting a lens rotation procedure was performed. The procedure resolved the issue and the pt is doing fine.